Event description:
A zoll patient service representative (psr) called zoll customer support while fitting a (B)(6) male patient to report that the battery charger/modem was resetting. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger resetting) was confirmed. Upon investigation, battery charger/modem was resetting. It was discovered that the battery board was contaminated. The root cause of the contamination could not be positively identified but was like ingress of an unknown liquid. No adverse event resulted from the contaminated battery charger/modem. The patient received a replacement battery charger/modem.